Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and power motor pcba were replaced. The system was then found to be working as intended.

Event description:
The customer reported the c-arm will not raise or lower during a procedure. No report of pt or staff injury.